Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during common bile duct stone removal procedure performed on (B)(6) 2013. According to the complainant, during the procedure, as the guidewire was advanced in the common bile duct, the distal tip of the guidewire detached and fell inside the patient. The physician left the detached piece of the guidewire inside the patient expecting that it would be excreted naturally without complications. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Additional information: a visual examination revealed that the pebax section damaged, exposing the corewire tip. There was no evidence of corewire fracture and the ptfe jacket did not present any anomaly. The outer diameter measurements are within the specifications. The complaint is consistent with the return unit that the distal tip detached exposing the corewire tip. It is possible that unstated procedure and possibly clinical factors may have contributed to the issue reported, also including but not limited to interaction with other devices, handling of the device during the procedure and condition of the treated lesion. Therefore the most probable root cause is operational context. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database revealed that no similar complaints exist for the reported lot number 16275106.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during common bile duct stone removal procedure performed on (B)(6) 2013. According to the complainant, during the procedure, as the guidewire was advanced in the common bile duct, the distal tip of the guidewire detached and fell inside the patient. The physician left the detached piece of the guidewire inside the patient expecting that it would be excreted naturally without complications. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.